Event description:
On (B)(6) 2022, the physician performed a reintervention for a distal type I b endoleak with aneurysm enlargement (amount is unknown). The physician implanted a gore® excluder® iliac branch endoprosthesis and gore® viabahn® vbx balloon expandable endoprosthesis. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4).